Event description:
No additional information was received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's psychiatrist requested replacement of the patient's ins at the time of elective replacement indicator (eri) as the patient and psychiatrist believed that the recharging time for the ins had become too long and had increased dramatically over the last few years. It was noted the patient's depression symptoms had returned. The new ins was implanted, but it was unknown if the issues had resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause of the issue was not determined and resolution of the event was unknown. It was noted the patient was implanted for depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient was feeling better after their ins replacement and both of their leads were on and functioning.

Manufacturer narrative:
Analysis of the ins (serial no. (B)(4)) found no significant anomaly. The ins was at normal end of life. (B)(4). Analysis information pli# 10 product ID# 37612 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient was feeling better after their ins replacement and both of their leads were on and functioning.